Event description:
The patient's legal guardian (lg) reported that the patient had been hospitalized with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels were in the high teens but lg was unsure of the exact levels. Symptoms reported include vomiting, dehydration and feeling horrible. The patient was unsure if the cannula properly inserted into the infusion site. The pod was worn for 6 hours and was removed and discarded at the hospital. The patient was treated with intravenous fluids and insulin. The patient was released after 15 hours.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.